Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After a non-bsc guide catheter was advanced, a 3.00 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, the device got caught inside the non-bsc guide catheter and was unable to cross up to the distal port. The device was removed from the patient and it was noted that the edge of the stent struts were lifted. The procedure was completed with another 3.00 x 12 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.